Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to treat a lesion in the popliteal artery using in.pact pacific. It was reported that balloon twist occurred during balloon inflation. Procedure was completed with another balloon. There was no injury to patient.

Manufacturer narrative:
Evaluation codes: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion evaluation codes: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion the device was received for evaluation: the balloon was unfolded, dirty of blood and full of contrast medium. After the decontamination the device was analyzed. A visual and a tactile inspection were carried out on the returned device. The balloon showed a twist 4 cm from the tip. It was not possible to insert the 0,018¿¿ guide wire or flushing the lumen due to the presence of dried blood inside. During the analysis, negative pressure was applied with a manometric syringe on the balloon: no bubbles emerged in the water column. The balloon was inflated and observed under microscope: 2 bar: twist was still present. 7 bar: slight signs of twist (wrinkles) still visible. 14 bar: twist on the balloon was no more detected, but a twist was present on the guide wire lumen. After the balloon deflation it was still possible to see slight wrinkles on the surface in correspondence of the twist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.